Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 2 of 7. Per the home patient (hp), they disconnected in the dwell cycle and then the hc alarmed. The hp did not use proper disconnect procedures and reconnected to the set-up without using aseptic technique. The technical service representative (tsr) explained the alarm and helped the hp clear the alarm by turning the hc off and on. The hp was going to finish with a manual bag. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
Complaint no: (B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, improper disconnection from the set is a known cause of this alarm. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from the cycler during an emergency, and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental medwatch will be submitted.